Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded per hospital staff and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer

Event description:
During the last case of the day, a size 7 by 9mm tibial trail was broken while trying to insert it into tibial baseplate. The surgeon had already cemented the femoral component and tibial component and had inserted the tibial trial to check range of motion. During insertion of tibial trial the surgeon took tibial trial impactor to seat tibial trial, which lead to the tibial trial becoming damaged. The tibial trial was still able to be used to finish the case, but taken out of tray to prevent further use.